Manufacturer narrative:
(B)(4). Product not distributed in the united states.

Event description:
According to the reporter, during surgery, when the stapler completely exited, the staples were only a half turn to break out, the remaining half-lap joint is not set. The surgeon later re-hand-stitched to solve the problem. The pt was involved but without injury. The staple line was incomplete and the staples were malformed. There was no additional blood loss. There was no damage to pt tissue. The placement of suture extended operating room time more than 30 minutes. The pt was not opened for completion of the procedure.